Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" customer information: "incident date/time: (B)(6) 2022. Medication: fentanyl dose: 30mcg/hr vtbi: 6ml nurse's description: fentanyl infusion (100mcg/10ml), after priming volume=6ml, started @ 30mcg/hr, 1700hours, syringe empty at around 1730 hours. Based on the history logs extracted from (B)(4), noticed the reported time was not presence in the history logs, however reported parameter therapy was found @ 1537 hours. Drive step position @ 25381 (approx.. 1.2ml) was the initial volume of syringe inserted by nurse instead of the vtbi 6ml reported. The therapy was completed @ 1604 hours as per parameter set. No discrepancy found. Technical functional check was carried out by b.braun engineer, within product specification, not abnormalities found. Patient's condition was not affected and stable."